Event description:
Per the clinic, the patient experienced loud sound, burning sensation, pain and magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. On (B)(6) 2025; the magnet was placed back into correct position without surgical intervention. Remapping attempts were made; however, the issue could not be resolved and on (B)(6) 2025; the magnet dislodgement was identified again. Eventually, the patient was hospitalized on (B)(6) 2025 (duration not reported) and was placed under general anesthesia, in order to placed back into correct position without surgical intervention. The implanted device remains.